Event description:
Caller reported difficulty with pressing the pump's wake button, which required multiple presses. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use current pump.